Event description:
Philips received a report that a fire broke out in the technical room causing damage to the mr system.

Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow up will sent. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Philips made a significant effort in evaluating the root cause and based on limited information from the customer the following could be concluded. Based on analysis of customer site pictures and daily management discussions the following was made clear about fire incident in technical room at field site. A section of the hospital wall collapsed onto the main power line, causing a power outage and short circuit. It is found that the fire spread from outside the building to the ups unit and its batteries which impacted the installed MRI machine in the hospital. Unfortunately, this incident resulted in damage to some of the equipment in the technical room, with the MRI suite experiencing a fire. The fire was not caused by the philips mr equipment, and this was communicated to the customer.